Event description:
Customer reported that the insulin pump is cracked and alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit was received with all currents within specifications. Including rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. Motor passed motor test and no unexpected power off noted.